Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited cooling fan for the light box exploded. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion inside socket tubing and dust inside the air pump tubing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the cooling fan for the light box exploding malfunction: damage to the cooling fan with heavy dust accumulated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.